Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller (B)(6) was returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the battery's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed a bent pin within power port two (2). The bent pin within power port two (2) did not allow a power source to connect to the controller. As a result, the reported event was confirmed. Additionally, visual inspection revealed contamination within both power ports. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. Additionally, the controller log files revealed a critical battery alarm logged on 31-oct-2022 at 03:56:17 involving (B)(6). The data point prior to the critical battery alarm revealed that the battery was at 98% relative state of charge (rsoc). During the critical battery alarm, the battery dropped from 98% rsoc to 0% rsoc. Given that the capacity suddenly depleted may be indicative of an estimation error. The observed contamination within the controller ports and critical battery alarm event are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. The most likely root cause of the observed critical battery alarm event can be attributed an estimation error, which resulted in the battery's capacity dropping below 10% rsoc. Possible root causes of the observed communication errors can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to a bent controller port communication pin and due to contamination within the power ports. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. D1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 17-jul-2020 h5: no es, if pump> h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c04, c10 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and the battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use.

Event description:
It was reported that the controller exhibited poor mechanical connection and the patient was unable to attach the power sources to one of the controller power ports. An emergency controller exchange was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.